Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. A livanova field service engeneet was dispatched to the customer. Unit was inspected and pressure module was replaced. Software updated to version r-338. The pump was then thoroughly functionally tested, system working properly and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that roller head pump shutting off every min without any alarm during a procedure. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: the pump was installed in 2018 and reviewing the complaints on the affected pump, this has never been complained about since its installation. Based on evidence collected and since the pump by design is stopped by out-of-threshold pressure values, it cannot be ruled out that the reported event was caused by the pressure module that was malfunctioning. Therefore, this was stopping the pump due to false out-of-threshold pressure values.